Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the alarm. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and was not rewinding. The blood glucose reading was 100 mg/dl. The customer reported that the drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.